Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a generated error and it was noted that the unit needed its micro processing unit replaced. It was further confirmed that the programmer could not update software and noted that a software reload would resolve this issue, however internal corrosion was found inside the unit and it was deemed unrepairable, and it was replaced. (B)(4).

Event description:
It was reported that the programmer observed an error while trying to load software. It was recommended that the programmer be returned for service. It was further reported that the programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.